Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during dwell while the patient was connected. The care giver stated all the bags were empty except the final bag on the blue clamp line. The care giver stated the only line with air in it was the drain line. The renal therapy service agent explained the alarm to the care giver and the care giver would end the treatment, complete the therapy with manuals and follow up with the peritoneal dialysis registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.